Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.a review of the device history records was not performed because no lot number was provided and it was not available on the returned product.the examination of the raw material testing certificates and the manufacturing papers were not possible. Basically the values are in compliance with ao/asif specification and with the international standard (iso 5832-11). The fracture face of all three screws are homogenous which indicated material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that the screws reached their designed lifetime due to a delayed union and that a fatigue breakage of the screws happened at the same time the fracture was practically healed.

Event description:
It was reported that the distal locking screw was broken. This is report 1 of 1 for complaint (B)(4).